Event description:
It was reported that complications occurred due to anatomical access. A left atrial appendage (laa) closure procedure was being performed. Several punctures to the vein were needed for access in the groin. A watchman access system was advanced to the laa. Three different size watchman laa closure devices were attempted to be implanted; however, they were unable to anchor to the laa. After the second closure device was attempted, the patients blood pressure dropped and blood was noted in the abdominal area. The patient was treated with medication. After the procedure, it was observed that the bleeding was due to the difficulties puncturing the vein at the access site. The bleeding occurred in the groin area and bled into the tissue of the leg. No watchman was implanted and the patient will continue with their medication regimen.

Manufacturer narrative:
MFR site facility name updated from boston scientific scimed, inc to boston scientific ireland limited MFR site address 1 updated from two scimed place to ballybrit business park MFR site city updated from maple grove to galway MFR site country updated from united states to ireland. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 09:10 am CT. The report number is being corrected from: 2134265-2018-64101 to: 2134265-2018-60539. This report is follow-up # 1.

Event description:
It was reported that complications occurred due to anatomical access. A left atrial appendage (laa) closure procedure was being performed. Several punctures to the vein were needed for access in the groin. A watchman access system was advanced to the laa. Three different size watchman laa closure devices were attempted to be implanted; however, they were unable to anchor to the laa. After the second closure device was attempted, the patients blood pressure dropped and blood was noted in the abdominal area. The patient was treated with medication. After the procedure, it was observed that the bleeding was due to the difficulties puncturing the vein at the access site. The bleeding occurred in the groin area and bled into the tissue of the leg. No watchman was implanted and the patient will continue with their medication regimen.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 08:25 am CT. The report number is being corrected from: 2134265-2018-64093 to: 2134265-2018-60539.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device & delivery system was used and the closure device was successfully implanted. A few hours after the procedure, the patient experienced one sided hemiplegia and dysarthria. The patient was moved directly to the stroke unit in the hospital. The patient was awake and responsive. The patient's activated clotting time (act) was in therapeutic range. There was no air in the device or patient and no evidence of thrombus. The patient suffered a hemorrhagic stroke. The patient still has one sided hemiplegia, but is mobilized and hemodynamically stable. It was further reported that the medication used during the procedure was heparin and the patient's act was in a therapeutic range. Post procedure, the patient was taking clopidogrel and aspirin. The patient was in a rehabilitation hospital and is fine with only a very slight hemiplegia remaining without impairment.

Event description:
It was reported that complications occurred due to anatomical access. A left atrial appendage (laa) closure procedure was being performed. Several punctures to the vein were needed for access in the groin. A watchman access system was advanced to the laa. Three different size watchman laa closure devices were attempted to be implanted; however, they were unable to anchor to the laa. After the second closure device was attempted, the patients blood pressure dropped and blood was noted in the abdominal area. The patient was treated with medication. After the procedure, it was observed that the bleeding was due to the difficulties puncturing the vein at the access site. The bleeding occurred in the groin area and bled into the tissue of the leg. No watchman was implanted and the patient will continue with their medication regimen. It was further reported there was difficult transseptal puncture with a non bsc transseptal puncture system. The patient was initially administered 10,000 units of heparin. An amplatz extra stiff wire was positioned in the left upper pulmonary vein. The was was then introduced and an unspecified pigtail catheter was used to aid with angiographic measurement of the laa. The laa ostium was noted to be 24mm. Using transesophageal echocardiogram (tee), a 27mm watchman laa closure device was advanced through the was and positioned in the laa. The closure device was deployed using angiography and echocardiography control. The closure device was repositioned and redeployed once, but did not meet release criteria. The 27mm closure device was fully recaptured and removed. A 33mm watchman laa closure device was then advanced through the was. While positioning this device, the patient's blood pressure dropped. Echocardiography excluded pericardial effusion as the cause of the hypotension. Further evaluation revealed a large hematoma distal to the injection site into the medial thigh below the sterile cloth. The patient was treated with manual compression, administration of 2 uncrossed units of blood and fluid administration. Then further manual compression was performed and the patient was in stable condition.